Event description:
A malfunction alarm was reported with a displayed code of malf 0. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was informed that they could continue using the pump and should call back if the issue arises again.